Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 220mm x 150cm, otw coyote balloon catheter was advanced for dilatation of a vessel below the knee. However, the balloon ruptured during procedure when inflated to 8 atmospheres for 30 seconds. The procedure was completed with another of the same device.